Event description:
During follow-up, noise leading to oversensing and episodes of inappropriate automatic mode switch were observed on right atrial (ra) and right ventricular (rv) leads. During revision, blood was observed in the header of the device. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event of connection problem, sensing noise, and the header of the device clogged with blood was not be confirmed. The device was received above elective replacement indicator (eri) level. The amount of blood in connector bores was minimal and was not the cause of the reported noise. The device was programmed to nominal settings for the remainder of the analysis. The results of all electrical tests performed, including mechanical stress testing and measurements, noise test and battery assessment, indicated normal device characteristics. A longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity.